Manufacturer narrative:
(B)(4). Date of initial report: (B)(6) 2016. The return of the unit has been requested. To date it has not been received for evaluation. Additional questions in regard to the incident have also been asked. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that a surgeon received a shock after "buzzing a hemostat" while using the force fx-8c generator. The surgeon reportedly received a blister on the finger that was attributed to the shock received. The severity of the injury was not provided though the reported blister was interpreted as a second degree non-pad site burn in the absence of additional information. Follow up questions to the customer have been asked. No additional information has been provided by the customer.

Manufacturer narrative:
Covidien reference #: (B)(4). Date of initial report: 12/6/2016. Date of follow up report: 12/19/2016. A review of the device history records indicated that this serial number was released meeting all specifications as manufactured. The sample still has not been returned for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.